Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08760 inches. The pump was monitored, no pump error 43 alarm noted. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the ss event date of 12-dec-2025 and customer's note event date of 11-dec-2025, there were no unexpected alarm(s)/suspends recorded in the formatted history file. Unable to verify daily total of basal/bolus and all insulin delivered on the ss event date of 12-dec-2025 and customer's note event date of 11-dec-2025 listed on smartsolve due to insufficient data in the trace/history files. In further review of the formatted history file 1 week prior to the ss event date of 12-dec-2025 and customer's note event date of 11-dec-2025, these pump error(s)/alarm(s) were noted: no delivery alarm/insulin flow blocked alarm was found on (B)(6) 2025 at 14:13:39.000 during bolus delivery. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected no delivery alarm/insulin flow blocked alarm noted during testing. There was no pump error 43 alarm recorded in the formatted history file on the event date of 12-dec-2025. However, pump error 43 alarm was found on: (B)(6) 2025 18:22:46.000 (B)(6) 2025 18:23:25.000 (B)(6) 2025 18:36:04.000 the pump was cut open to perform visual inspection and found a corroded motor home switch. No corrosion or moisture damage on the pcba 1, pcba 2, force sensor and vibrator assembly noted. Force sensor zero offset within specification (23.21 mv). Pump error 43 alarm was confirmed according in the formatted history file due to a corroded motor home switch. The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, (B)(4). The test sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Pump error 43 alarm was confirmed according in the formatted history file due to a corroded motor home switch. Pump exposed to moisture was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia due to leakage on the reservoir with a blood glucose value of 485 mg/dl. The customer was hospitalized, where hyperglycemia was treated with an intravenous (IV) insulin drip. The customer was hospitalized for greater than 24hours. The event involved product(s) mmt-1884, mmt-243a, mmt-332a. Troubleshooting was performed for hyperglycemic event. The customer was using the insulin pump within 48 hours of the reported event. It was unknown whether the auto mode feature was active or not at the time of the event. Troubleshooting was performed for pump error. The customer received pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor.). The customer was able to clear the error but was unable to complete the rewind process. Troubleshooting was not performed for reservoir leakage. No further patient complications were reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. No product return is required for mmt-243a, mmt-332a. Mmt-1884 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section b5 - updated summary. 2. Section h6 - added FDA code 2986. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: as per additional information received it was also reported that the customer stated that insulin was leaking in the reservoir compartment.